Manufacturer narrative:
A steris service technician arrived at the facility and found the ats conveyor system connected to the washer leaking water. The technician found the drain lines on the ats system were cracked and split, resulting in the leak. The technician also observed the reliance washer was leaking from underneath the unit due to loose hose clamps. To resolve the leaks, the technician tightened the hose clamps and replaced the drain lines located on the ats conveyor system.

Event description:
The user facility reported their reliance washer was leaking water. The amount of water was approximately 6 gallons. No injuries or procedural delays/cancellations were reported.